Event description:
Foreign distributer contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015 on behalf of patient. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.